Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported to animas that there was an intermittent power issue in the pump. No additional information was available about the battery compartment or the battery cap. There was no known adverse event associated with this complaint.